Manufacturer narrative:
Investigation summary: a visual inspection revealed that the delivery device was returned inside the loading device. The seal was inside the loading device under the window. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint, "the seal veered to the left" was interpreted as "did not load properly". The reported complaint was confirmed. A lot history record review could not be completed as the product lot number was unknown. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal veered to the left. A replacement unit was used to complete the procedure. There were no pt effects. The correct lot number could not be obtained. The product was returned. Upon receipt of the device, the reported complaint was determined to be a failure to load.